Event description:
It was reported that a nonresponsible pt was given nebulizer treatment. A large amount of thick yellow sputum was suctioned. Ast 97, hr 112, rr 22. Coarse bilateral breath sounds. Suddenly pt grunted (audibly, forcefully) - 2 ml of air added to trach cuff (assuming air leak) and immediately pt became unconscious, cyanotic. Quickly removed from vent to ambu and large amount of air fored from trach. Pt recovered, placed on vent and again immediate error rb vent alarm and no return volume on vent - taken off - changed device, placed back on vent and problem resolved. Pt had been off vent for 2 days (5/2004). Vent used as ippb machine. As soon as aerosol ippb treatment started, pt was unable to breathe. Vent immediately removed. Discovered by trying to bag through device that it would permit no air flow through filter medium. Medium material was being disturbed when positive pressure applied. Pt suffered no apparent effects. Treatment continued using different device from another manufacturer. No further incident.